Event description:
It was reported that during a total knee arthroplasty, the drill pin used to secure a cut guide fractured at the tip. The drill pin fragment was unable to be removed and has been retained by the patient. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.